Event description:
Additional information was received on 5/30/2025: the patient provided part ar-8919ds cmc mini tightrope was the product implanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: b5, d1, d2a, d2b, d4, d6a, g3, g4.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/30/2025, a patient reported via phone to have undergone a cmc procedure of the right hand on (B)(6) 2022. The patient reported to still be experiencing pain, and the thumb has begun to shift behind the index finger. Per the patient, the surgeon stated the hardware has failed and recommended removal. The patient has not had images, such as x-ray or MRI, taken since the alleged failure. As of now, a revision surgery has not been scheduled. In (B)(6) 2025, the patient plans to consult a new surgeon to discuss further treatment. No further information has been provided.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Upon review of the customer-provided x-rays, it appears the implant is intact and appropriately positioned. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to making the implant too tight or too loose. The mini tightrope cmc fixation surgical technique guide, lt1-0427-en-us_I, outlines the following in step 5: the mini tightrope construct is cut to free two suture ends. The second button is secured on the ulnar side of the 2nd metacarpal using five or six knots. Remove all slack, but do not overtighten. Over-tensioning of the tightrope construct will cause decreased thumb motion, abduction, and possible ulnar impingement pain.